Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2022. During the procedure, the suture was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands on the ligator head were moved from their position and overlapped.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0401 captures the reportable event of suture broken. Block h11 (correction): block b5 has been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2022. During the procedure, the suture was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands on the ligator head were moved from their position and overlapped.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0401 captures the reportable event of suture broken. Block h10: the returned speedband superview super 7 (handle and ligator head) was analyzed, and a visual evaluation noted that the ligator head had seven bands attached, some bands were moved from their position and overlapped. The suture thread was returned broken which was observed under magnification. These findings were consistent with the findings per media inspection. The ligator head teeth were damaged/bent and the trip wire was not secured. One band was also damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy and broken suture were confirmed. Upon analysis, it was found that the ligator head had seven bands attached, some bands were moved and overlapped. The suture thread was broken. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands making them overlapped and causing more tension on the device bending the teeth and breaking the suture thread, consequently, damaging the band. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2022. During the procedure, the suture was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands on the ligator head were moved from their position and overlapped.